Event description:
I had the essure implant birth control procedure in (B)(6) 2008 (approximately) after having my child in (B)(6) 2007. I have had extremely bad cramping which has changed from 1 day to 3 days within the past 6 months. Prior to the procedure, I did not have cramps. I also have extreme bleeding during these cramps, often using a super plus tampon every hour for these first 3 days. I also have a tremendous amount of clotting in the blood. Some as large as a dime. Medical conditions: asthma. Allergies: sulfur.